Manufacturer narrative:
(B)(4). The results of the investigation concluded that the sheath tubing had been stretched/torn and separated approximately 1.55¿ distal to the sheath hub. The detached tubing was 3.39¿ in length; the attached tubing distal end appearance had similar damage, consistent with a mating surface to the aforementioned detached tubing. The proximal end of the detached sheath tubing, and the distal end of the attached sheath tubing, had been flattened and creased. An image was also received from the customer. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history records. The cause of the sheath tubing damage is consistent with forcible contact. The fast cath introducer sheath instructions for use (IFU) states to advance dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel.

Manufacturer narrative:
(B)(4).

Event description:
During a cardiac procedure, the 8f fast cath hemostasis introducer was advanced into the femoral artery. An unknown catheter was advanced through the introducer. When the catheter was withdrawn, the fast-cath introducer fractured into two pieces; one piece remained in the patient's vasculature. The patient was transferred to surgery and the introducer fragment was successfully removed from the patient.

Manufacturer narrative:
Additional information revealed the initial and additional MDR for this event were reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided. The correct MFR number is 3005334138.